Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The stylet/guidewire was kinked/buckled, the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage and stretching. (B)(4).

Event description:
It was reported that approximately three weeks after implant, the right atrial lead exhibited a total loss of sensing. Repositioning was attempted multiple times, but was ultimately abandoned because stylet advancement through the lead had become too difficult. Noted during revision was an apparent insulation breach near the midpoint of the lead. The lead was removed and replaced. Subsequent to the revision procedure, the patient developed congestive heart failure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.